Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-04796, 2017865-2020-04797, 2017865-2020-04799. It was reported that the patient presented for a pocket infection. The pacemaker, atrial, and right ventricular leads were explanted and replaced. While replacing the right ventricular lead, the new lead was experiencing high impedance values. The physician tried repositioning the lead multiple times without improvement. The new lead was removed and replaced during procedure on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
As received, a lead was returned. Visual examination found no anomalies.